Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to software. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an evaluation. Evaluation confirmed a single occurrence of sf74, however, sf74 could not be reproduced. The device software was upgraded to address the reported complaint. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to software. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to intermittent connection of the expiratory flow sensor due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).